Event description:
It was originally reported that the pt was unable to adjust her stimulation. The stimulation was on and the pt programmer was functioning but did not allow her to increase the stimulation any higher. Her device was reprogrammed but she still had device problems. She visited her physician and had her device system replaced. She had her pt programmer replaced twice. Further info is being requested from the hcp.